Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Distortion of the distal conductor within the is-1 connector causing stylet to stick in coil lumen. The lead body was damaged when trying to pull the stylet out of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead became kinked during attempted placement and the stylet was not able to be moved forward or backwards. The lead was removed and replaced. No patient complications have been reported as a result of this event.